Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The pump was not returned for investigation, and a data log review was not required for this case run. The cause of the positioning issue was most likely use related since the pump was pulled back to aorta during turn. As the necessary information was not provided, the root cause of the vt/vf was not determined. B5 revised with additional information received from the clinical site. H6 health effect - clinical code and health effect - impact code revised to reflect the additional information received. The investigation vascular damage - peripheral vessel has not been completed. Should the device or any new information be received, a supplemental MDR will be filed. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27687.

Event description:
Additional notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding with a "possible" relationship to the impella device used: ¿patient was indicated for red blood cell transfusion with a hgb less than 9 or a hct of less than 27 with symptomatic anemia. Patient's labs were drawn and a hgb was found to be 6.9 g/dl the morning of (B)(6) 2025. Patient was given 1 unit or rbc's and blood re-draw was found to be 8.3 g/dl, further rbc's were not needed at that time.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and approximately one day after start of the support, the patient experienced tachycardic events for which cardioversion was required. The physician arrived and repositioned the pump to optimal placement and decreased the support level to assist with management of the tachycardia events. The following day, the impella was inadvertently pulled back into the aorta when the patient was being turned; it was noted the nurse forgot to check the touhy borst. The physician was unable to visualize the issue. The felt the patient was hemodynamically stable and the decision was made to explant the impella cp device. The patient survived the explant and was reported to be in stable condition following the event.

Event description:
An additional loqi notification was received and indicated that the patient developed acute anemia secondary to hemolysis believed to have a probable relationship to impella cp support. A blood transfusion was performed to treat the condition. It was then noted that the patient suffered from an acute kidney injury with a probable relationship to impella support. The condition was believed to have stemmed from cardiogenic shock, impella-related hemolysis, and contrast nephropathy. The patient was started on a bumetanide infusion and continuous renal replacement therapy in response to condition. It was reported that this was ongoing at the time of the patient's passing. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b2 death was inadvertently omitted on manufacturer device report number 1220648-2025-27687-1. Date of death is unknown. B5 additional information and patient outcome was inadvertently omitted on manufacturer device report number 1220648-2025-27687-1. H1 type of report was erroneously entered on manufacturer device report number 1220648-2025-27687-1. H6 health effect - clinical code 1886, 2041, 2262 and health effect - impact codes 4644 and 1802 were inadvertently omitted on manufacturer device report number 1220648-2025-27687-1. H10 instructions for use were inadvertently omitted on manufacturer device report number 1220648-2025-27687-1.